Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the button of the insulin pump was need to press three to four time to respond. Customer¿s blood glucose level was unknown. Insulin pump received unexplained no delivery alarm. Customer reported that had slower rewinding and chunk at the battery cap. The insulin pump will not be returned for analysis.